Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During the procedure a farawave catheter was selected for use. The catheter was inserted into the sheath. Upon attempting backflow, air was noted to be aspirated. Multiple aspiration attempts were made to eliminate the air, but it persisted, prompting replacement of the sheath. Prior to this, an error occurred when connecting the catheter, indicating it needed to be replaced. After replacing the catheter, no further issues were observed, and the procedure continued without complications. The procedure was completed successfully, and the device is expected to be returned for analysis.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
During the procedure a farawave catheter was selected for use. The catheter was inserted into the sheath. Upon attempting backflow, air was noted to be aspirated. Multiple aspiration attempts were made to eliminate the air, but it persisted, prompting replacement of the sheath. Prior to this, an error occurred when connecting the catheter, indicating it needed to be replaced. After replacing the catheter, no further issues were observed, and the procedure continued without complications. The procedure was completed successfully, and the device is expected to be returned for analysis. Additional information revealed the bubbles were observed in the syringe.